Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to g2 health professional was inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) sections: instructions visera cysto-nephro videoscope, olympus cyf type v2, olympus cyf type va2, olympus cyf type v2r, chapter 5 reprocessing: general policy, chapter 6 compatible reprocessing methods and chemical agents, chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Visual examination confirmed that the bending section cover was damaged, with the cover ring missing. In addition, the cm marker on the insertion tube had minor fading. During evaluation, the device failed leak testing due to leak in the bending section cover adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
Olympus on site specialist reported on behalf of customer that there were defects of bending section: service reprocessing was in progress and the bending section cover was blown off due to the user reprocessing without cap. The issue was found during reprocessing. There was no patient involvement.